Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. Customer¿s high blood glucose was 450 and low blood glucose was 50 mg/dl. Customer¿s blood glucose at the time of the incident was 248 and current blood glucose 236 mg/dl. The customer treated with the insulin pen. Troubleshooting was done for high blood glucose and under delivery. The troubleshooting was declined for low blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.